Event description:
Electro-cautery (covidien, valleylab non-rem polyhesive patient return electrode ref e7506) caused full thickness burn in lumbar region of back and will require skin graft. There was a tiny fold in the pad perimeter w/separation of layers. The cardiac ablation machine used was a biosense webster (model - stockert 70) electrosurgical device, serial no. (B)(4). Alarm was reported to go off twice at 250 ohm with two representatives in the room and the machine reset itself and the procedure was continued. The warning light and alarm did not continue to wound. Facilities checked the room outlets and the bed for any possible shorts and there were none. The other machine had 2 shorts and there were none. The other machine had 2 pads. This machine has 1 connect port for the pad. Reference mw5035412.